Event description:
It was reported that a red alert was noted for shock impedance out-of-range on this right ventricular lead. Technical services reviewed this case and stated the rise on the shock impedance appears to be gradual, not abrupt. This gradual rise could indicate a calcification build-up on the lead coil rather than a lead fracture scenario. Ts recommended programming a higher alert value of 150 ohms to prevent repeated red alerts which would require the patient coming for in-office interrogation to clear the alert. Discussed if gradual rise continues to increase to 145 ohms this could lead to truncation of shock energy. If such shock impedance is reached, a commanded shock should be considered to evaluate shock impedance value during therapy delivery in comparison to the daily shock impedance measurement. Attempts to obtain commanded shock confirmation was unsuccessful, no further information provided. This lead remains in service and no adverse patient effects were reported.